Event description:
Following the stent placement across the aneurysm neck, six coils were uneventfully implanted into the aneurysm. However, during deposition of the final subject coil, the microcatheter was kicked out of the aneurysm. The microcatheter was re-inserted and the coil was implanted. Imaging showed a small intra-procedural rupture of the superior aspect of the aneurysm. The procedure was terminated. The next day, imaging demonstrated a small amount of peri-aneurysm subarachnoid hemorrhage (sah) consistent with a small, self-limited aneurysm perforation during the procedure. No specific action was taken to treat the rupture as it was a tiny microperforation that was self-limited. An immediate post-procedural neurological examination found that the patient to be at his pre-operative neurological baseline. Sixteen days post procedure, the patient was discharged in ¿a good neurological recovery¿. The physician stated that the cause of the aneurysm perforation was likely secondary to migration of the final coil during its deposition into the thrombosed portion of the aneurysm sac.

Event description:
Following the stent placement across the aneurysm neck, six coils were uneventfully implanted into the aneurysm. However, during deposition of the final subject coil, the microcatheter was kicked out of the aneurysm. The microcatheter was re-inserted and the coil was implanted. Imaging showed a small intra-procedural rupture of the superior aspect of the aneurysm. The procedure was terminated. The next day, imaging demonstrated a small amount of peri-aneurysm subarachnoid hemorrhage (sah) consistent with a small, self-limited aneurysm perforation during the procedure. No specific action was taken to treat the rupture as it was a tiny microperforation that was self-limited. An immediate post-procedural neurological examination found that the patient to be at his pre-operative neurological baseline. A 16 days post procedure, the patient was discharged in ¿a good neurological recovery¿. The physician stated that the cause of the aneurysm perforation was likely secondary to migration of the final coil during its deposition into the thrombosed portion of the aneurysm sac.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the device directions for use and/or device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remains implanted.